Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer was unable to access the pump when the wake button was pressed, but was able to scroll through pump features with no issue. The customer's blood glucose level was not impacted. Tandem technical support confirmed that the button was not operating as expected. The customer was to continue to use the pump to manage diabetes; however, insulin injections were available if needed.